Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, an alert was noted for low out of range impedance measurements on this right atrial (ra) lead and device. Daily measurements indicated the impedance measurements ranged from 200 to 800 ohms. An episode noted noise on the ra lead. During the appointment, the ra lead was confirmed to be functioning normally. As the patient is only two percent aced in the atrium, the ra lead was reprogrammed and remains implanted. No adverse patient effects were reported.